Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to failure to capture. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.